Event description:
Customer reported a missed antibody on a donor sample tested on the galileo using the pool assay; an anti-e was not detected.

Manufacturer narrative:
The presence of the e antigen was confirmed on retention capture-r ready-scren, lot n141.the customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.